Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 3.5 x 12 mm xience pro stent delivery system (sds) was advanced and the stent was implanted at an unknown pressure. When the sds was attempted to be removed, resistance was noted with the anatomy. Negative pressure was applied two times to fully deflate the balloon. It was then confirmed that the balloon was fully deflated and the sds was removed. The stent was confirmed to be fully apposed to the vessel wall. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA # are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.